Manufacturer narrative:
Product is schedule to be returned but have not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4). Pending product return.

Event description:
Customer reported the restraint releases when pulled by the patient. Customer provided limited information. The date the issue was discovered is unknown and no patient incident or injury was reported.

Event description:
Supplemental required for additional information.

Manufacturer narrative:
Voluntary corrective action recall is being performed to prevent a possible hazard to patients and caregivers, as the patients may self-release from restraints. Upon investigation, it was discovered that the twice-as-tough cuffs exhibit inadequate pull-strength that may allow for the strap to slip through the d-rings. This slippage may result in loosening of the patient¿s wrist(s) and/or ankle(s), providing a potential safety risk to the patient or the caregiver. The product is being replaced with product which meets the required pull-strength. A corrective and preventive action has been initiated. Manufacturer reference file #2018-01717 and r-00374.

Event description:
Supplemental needed for additional information.

Manufacturer narrative:
Evaluation codes: product was received in and preliminary testing was performed. Functional testing confirmed the reported issue with the strap slipping through the d-ring. Ongoing investigation is underway to determine the root cause. Manufacturing reference file #2018-01717.